Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having difficulties with their valve, and the valve was set at 2.0 on (B)(6) 2014.